Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that his onetouch verio 2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient detailed that the alleged issue first began on (B)(6) 2017, 12:57am. The patient obtained an alleged glucose result of 406mg/dl on the subject meter, which he compared to 383mg/dl on another meter performed less than 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient reported that he manages his diabetes with metformin 1500 a day and glimepiride 3/2.5mg and levemir. He reported consuming less food/drink in response to the alleged high reading. The patient stated that immediately after the alleged issue began, around ¿1:00am¿ he developed symptoms of ¿lightheaded, unsteady and difficulty in balance¿. The patient reported that the following morning on (B)(6) 2017 the patient was still feeling dizzy and attended his doctor¿s. The patient denied that he received any treatment from the hcp and had his blood glucose taken on the doctor¿s meter, however, he was unable to recall the result. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure, the correct testing steps were used and an approved sample site was used to obtain the results. The test strip vial was neither cracked nor broken and the test strips were stored correctly and within expiry date. The patient performed a control solution test which fell outside of lfs¿s acceptable range. Replacement products were sent to the patient and requested back for evaluation. This complaint is being reported because although the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event prior to the alleged product issue beginning. It cannot be ruled out that the meter did not cause or contribute to the alleged event.